Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the bladder issues was pain and pressure and they have an appointment on (B)(6) 2018. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient went through a metal detector and there were no longer feeling stimulation at p1 and program was changed to program 4 at 0.9v and patient could feel stimulation. Patient also reported that they experienced severe constipation and flare ups and that they have bladder issues. No further complications were noted or anticipated